Event description:
The customer reported the evis exera iii video system center display a b30 error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac mentioned to the customer that foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint were on the electrical contacts of the scope. Tac advised the customer to wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol, completely dry them, and then connect the endoscope to the light source. The customer was able to clear the error message to resolve the issue. Tac advised the customer in the future not to hot swap the scopes and instead to power down to remove and install scopes. In addition, error messages must be cleared before attempting an additional scope. No device will be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.